Event description:
It was reported that ongoing, intermittent occlusion alarms were experienced. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin and used smaller bolus amounts to address each occurrence. Despite ongoing troubleshooting with tandem technical support, the occlusions continued to occur, and the pump was ultimately replaced. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.